Manufacturer narrative:
On 05th june, we received two used samples. The lot number printed on these valves is: 7359763. After desinfection these samples were visually observed: 2 balloons burst without missing part. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.

Event description:
According to the available information the catheter was found in the patient's bed with the balloon deflated and burst. A new catheter was inserted. No adverse patient events were reported.

Event description:
According to the available information the catheter was found in the patient's bed with the balloon deflated and burst. A new catheter was inserted. No adverse patient events were reported.